Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural set up the cystoscope on the hydros handpiece was not working. The treating surgeon decided to use the aquabeam robotic system to complete treatment due to the reported event. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The handpiece was returned for evaluation. The edge card of the handpiece was viewed under the microscope, and contamination was observed. No other damage or anomalies were observed. The handpiece was tested on the failure analysis hydros robotic system. The system did not initially recognize the connection, but after multiple attempts, it was able to recognize the handpiece and achieve a green check, and worked as intended without any issues. The root cause of the reported event is likely due to the contamination on the edge card, which might have worn off during the testing because of the multiple reinsertions. However, the root cause of the contamination could not be determined. A review of the device history record (DHR) for hydros handpiece lot number 24c05968 and hydros robotic system hy1000/ serial number 24c03460 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Hydros robotic system user manual um0401-00 rev d was reviewed. Table 5 error messages: e917: reconnect component 1. Release foot pedal. 2. Check status panel for source of issues 3. Reconnect or replace component as needed until status becomes green 4. Click ok to clear alert; may require realignment and replanning. If issue persists, call procept biorobotics. Log files were reviewed. The system triggered "e917 - cystoscope not detected by system" error confirming the reported failure mode. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.